Event description:
Information was received from a patient (pt) regarding an external device. Patient reported they were finished charging their implant and when they went to charge the controller the controller was unresponsive and would not charge even though the green light displayed on the controller; the issue began over the weekend. Patient reset the controller multiple times but the issue did not resolve. During the call patient removed the battery pack and plugged the ac power supply cord into the controller. Patient denied the controller powered on. Green light displayed on the ac power supply cord. Patient manipulated the cord and the controller powered on then the controller became unresponsive again. No visible damages in the controller charging port, battery pack, and battery compartment. Patient noted there could be one area where ac power supply cord was cut or frayed but patient was not sure. Agent sent email to repair to replace the ac power supply cord. Patient needed a flashlight during troubleshooting because they had a problem seeing the serial numbers.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name intellis; product ID 97745ac (serial: unknown); product type: 0001-accessory medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.